Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse. After the radiesse injection, the patient experienced occlusion in cheek area. The outcome of the event was unknown. Follow up information was received on 19-oct-2024 and 23-oct-2024: the product was recoded from radiesse to radiesse(+) the reported event occlusion was changed to vascular compromise/compression and recoded from vascular occlusion to vascular compression. Off label use of device was added. The patients age group was provided. She was in her late 60s at the time of the event. She was injected with radiesse(+) into the midface and lateral cheek, down to periosteum on the zygoma, to create a cheek augmentation (off label use of device). Periosteal injection was performed. Radiesse(+) was not diluted. The patients medical history included arthritis and a couple of knee replacements. As reported, the patient was overall healthy. The patient previously had aesthetic treatments at least 5 times over the past 5 years, and had no issue. After injection with radiesse(+), the patient experienced suspected vascular compromise/compression. During the initial radiesse(+) injection, the provider went to perform the initial puncture with an unprimed needle, the provider saw a vascular flash in the syringe via aspiration of the product. No product had yet been injected. The provider suspected that they hit the right transverse facial artery. The injection was withdrawn and then the physician held pressure, compression on the area, until the bleeding subsided. She was then injected with full radiesse(+) into a different area, down to periosteum on the zygoma, also treating the left zygoma, distally from the initial site of incident, without issue. When the injection was completed, the physician injected a little toxin (as reported). Afterwards, the patient looked great and was pleased with the results, with a little bruise that was resolving with ice and pressure. Capillary refill was performed and all appeared well, it was positive, with no signs of blanching or livedo reticularis, and the patient left. There was a significant bruising noted at the site where the right transverse facial artery was suspected to be pierced with the syringe. After about 48 hours, patient reported that the bruising area was getting worse and more painful, it was increased, and there were some potential signs of surrounding tissue blanching at the peripheral of the bruise margin. She was assessed on day 3, as reported. On (B)(6) 2024 (reported as on sunday), the patient sent photos showing demarcation, erythema and looked like a bruise. The providers suspicion was that this was due to a hematoma being present at the right transverse facial artery, causing compression in the area, possibly compounded by swelling cause by the event, plus the addition of radiesse(+) along the zygoma, and the associated swelling that came from treatment. This added compression was contributing to tissue damage in the area. On day 4, the injecting physician referred the patient to a plastic surgeon, who reported that the area looked strange, but had good capillary refill (positive) and suggested that the area possibly had vascular compromise possibly due to impingement of vasculature from swelling or possibly a hematoma from the punctured vessel. The patient was on aspirin for the duration of the treatment and assessment. Corrective treatment included red light therapy, pressure, and plated exosomes topically. According to the provider, treatment was required to both prevent permanent damage and to accelerate healing. The patient did not develop necrosis, overt blanching or obvious injury, and was healing nicely. The patient continued to be monitored. On day 5, significant improvement was seen in the area, good capillary refill, and what appeared to be last turgor present from swelling. She was treated with plated exosomes topically, to try and regenerate some of the skin damage that was seen from this event. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). The physician stated that this possibly happened due to a needle poke injury but was not sure and proceeded out of caution. Also, in the opinion of the reporter, since radissse(+) was not injected at the site where the vascular puncture occurred, that it was not likely a radiesse(+) occlusion.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse + lidocaine could not be reviewed, as the lot number was not reported.